Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she experienced high blood glucose of 484 mg/dl. Customer stated she received no delivery alarms. Customer has changed the site twice and alarm is recurring. Customer found the cannula was bent. Customer was advised to disconnect and reconnect the tubing and reservoir and perform manual prime; insulin did exit. Customer was then instructed to rewind, reinsert reservoir and run manual prime; device alarmed no delivery. Nothing further reported.